Manufacturer narrative:
The customer reported that they will not return the defective main pcb (printed circuit board). Therefore root cause cannot be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device will not be returned.

Event description:
It was reported to the vyaire medical that transducer fault (xdcr) failed during used, patient was transfer to other device. There is no patient harm at this time of event.